Event description:
It was reported that the collimator bulb allegedly broke during a procedure. No injury was reported. According to the service engineer, the lamp shield modification was in place at the time of the incident.